Event description:
It was reported that as the rn was priming the secondary set with saline, the tubing was examined prior to patient use and noticed a weak connection below the drip chamber. When the rn touched the tubing, it came apart. There was no injury to any patient or the clinician.

Manufacturer narrative:
The customer¿s report that the tubing came apart was confirmed as received. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process. No other anomalies were observed with the set. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification(s). Functional testing could not be performed on the set due to a leak that would occur from the separation. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that as the nurse was priming the secondary set with saline, the tubing was examined prior to patient use and noticed a weak connection below the drip chamber. When the nurse touched the tubing, it came apart. There was no injury to a patient or the clinician.